Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: the device was returned for analysis. The reported device damaged by another was confirmed through observation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported patient effect of ischemia is listed in the xience sierra, everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely the stent and guidewire interacted during stent deployment causing the guide wire to be jailed with the stent which resulted in the reported device damaged by another with the patient effect of ischemia. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: terumo runthrough hypercoat, xta, sion blue; guide cath: hyperion 6f, finecross gt. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during a mildly tortuous, moderately calcified, 99% stenosed, proximal to distal left circumflex (cx) coronary artery intervention, a non-abbott guide wire was positioned in the obtuse marginal (om) artery to protect the artery. A 2.5x23mm xience sierra stent was deployed in the cx artery, jailing the ostium of the om artery. During removal of the non-abbott guide wire, resistance was met, and it was noted that the implanted sierra stent was on the distal portion of the guide wire. The stent was explanted and fully removed from the anatomy. As this was occurring, the patient experienced some ischemic changes. A new xience sierra stent was implanted, resolving the issue. There was no reported adverse patient sequela or a clinically significant delay in procedure. There was no additional information provided.